Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 15 mm agent dcb was advanced and burst upon the first inflation at 14 atm. The device was removed and the procedure was completed with another agent dcb. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Manufacturer narrative:
E1 initial reporter address: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic analysis and leakage testing was performed on the device. The device was attached to an encore inflation device. The encore device was verified before use by using the druck gauge. An attempt was then made to inflate the balloon to 14 atmospheres (atm) as per, agent, instructions for use (IFU), however, it was observed that a leak was occurring. Microscopic examination of the balloon material identified a pinhole leak in the balloon cone approximately 3mm proximal to the proximal markerband. No other damage was observed with the device.

Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 15 mm agent dcb was advanced and burst upon the first inflation at 14 atm. The device was removed and the procedure was completed with another agent dcb. No patient complications were reported.